Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of sores, bleeding, and swelling. The patient sought medical treatment from their doctor and was prescribed an unknown solution. The patient reported following proper skin preparation guidelines.